Manufacturer narrative:
(B)(4). Amr a.k.h. Abouelela, et al. ¿salvage of failed trochanteric fracture fixation using the revitan curved cementless modular hip arthroplasty.¿ concomitant products: unknown trilogy multiholed cup. Unknown liner. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03529, 0001822565-2017-03531. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported in a journal article that a positive trendelenburg sign was seen in 16 patients up to 6 months postoperatively. No further information is available.